Event description:
The customer reported a falsely elevated alinity I stat high sensitivity troponin-I result generated by the alinity I processing module for a patient. A second sample from the same patient was sent, and the result was normal. The emergency room questioned the results. The customer then repeated the first sample on another instrument, and the results were normal. The following data was provided: customer¿s normal range: = 14 ng/l. Sid (B)(6) (first sample): (B)(6) 2025 initial result = 158.4 ng/l, repeat results on another instrument ((B)(6)) = <2.7 ng/l and <2.7 ng/l. Sid (B)(6) (second sample): (B)(6) 2025 initial result = <2.7 ng/l, repeat results on another instrument ((B)(6)) = <2.7 ng/l, there was no impact to patient management reported.

Manufacturer narrative:
The alinity I processing module, serial number (B)(6), was considered the likely cause of the result issue as a single definitive part could not be determined. However, sample integrity cannot be ruled out. A review of instrument service history for (B)(6) revealed no additional tickets associated with discrepant or erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review for similar complaints did not identify an increase in complaint activity related to the current issue. The device history record was reviewed, and no non-conformances or deviations were identified. Labeling was reviewed and found to be adequate. Based on the investigation, no systemic issue or deficiency of the alinity I processing module, serial number (B)(6), was identified.

Event description:
The customer reported a falsely elevated alinity I stat high sensitivity troponin-I result generated by the alinity I processing module for a patient. A second sample from the same patient was sent, and the result was normal. The emergency room questioned the results. The customer then repeated the first sample on another instrument, and the results were normal. The following data was provided: customer¿s normal range: = 14 ng/l. Sid (B)(6) (first sample): (B)(6) 2025 initial result = 158.4 ng/l, repeat results on another instrument ((B)(6)) = <2.7 ng/l and <2.7 ng/l. Sid (B)(6) (second sample): (B)(6) 2025 initial result = <2.7 ng/l, repeat results on another instrument ((B)(6)) = <2.7 ng/l. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.